Manufacturer narrative:
Method/results/conclusion updated to reflect the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the patient. The patient stated their pump quit working 31 months early. The patient stated they suffered for almost 3 years and was getting no relief.

Manufacturer narrative:
Analysis of the pump identified a low battery reset had occurred but could not determine the cause. Analysis identified the pump had reached eri or eos due to voltage but could not determine the cause. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (15 mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced a loss of therapy on (B)(6) 2019 and the pump alarm started sounding. The patient saw their healthcare provider (hcp) who had been managing the patient's loss of therapy with oral medications. The patient had to wait to have an implant due to insurance. The pump was interrogated and it was indicated that the motor stopped. The pump was replaced on (B)(6) 2019 with a new 20ml pump. 8.8ml were left in the pump when the therapy stopped, and the drug was removed from the old pump and diluted with preservative free saline to obtain a 5mg/ml concentration. The drug was placed into the new pump and the issue was resolved. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.